Manufacturer narrative:
Company representative evaluated the unit and replaced the power supply for panorama central station's wireless transceiver (tim).

Event description:
Customer reported an issue with the panorama central station's power supply, which may have affected telemetry monitoring. No pt injury was reported.